Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) noted that therapy delivery is current unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) noted that therapy delivery is current unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. Recently, a remote alert was received from this device, indicating a code 1007, due to capacitor charge time exceeding limitations, had been declared. The charge time was noted to be greater than 45 seconds. Ts was contacted again and discussed that this alert had been declared in (B)(6) 2025 and that tachycardia therapies were turned off. The physician was very concerned, as this patient had been without therapy since (B)(6) 2025 and the alert was only received recently. Ts stated that this delay was likely the result of a communicator not connecting, as remote monitoring had been automatically disabled. The patient was hospitalized and is pending a replacement procedure to resolve the event. At this time the cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) noted that therapy delivery is current unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. Recently, a remote alert was received from this device, indicating a code 1007, due to capacitor charge time exceeding limitations, had been declared. The charge time was noted to be greater than 45 seconds. Ts was contacted again and discussed that this alert had been declared in (B)(6) 2025 and that tachycardia therapies were turned off. The physician was very concerned, as this patient had been without therapy since (B)(6) 2025 and the alert was only received recently. Ts stated that this delay was likely the result of a communicator not connecting, as remote monitoring had been automatically disabled. The patient was hospitalized and is pending a replacement procedure to resolve the event. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is retained at the healthcare facility and is not expected to be returned for analysis.